Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported difficulties with the involved device. The following information was provided by the user facility: the angio-seal device acted normal. When the doctor pulled back on the angioseal, everything came out and it did not keep at all. There was no harm to the patient. Additional information was received on november 10, 2017. The procedure outcome was good. Hemostasis was achieved with manual compression, the nurse pressed with her hands. An introducer 55cm, terumo's standard guidewire was used with reported device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6fr angio-seal vip ous components were received for evaluation. A hemostatic sheath and carrier tube assembly were returned not mated together; no additional accessory components were returned. Initial visual inspection revealed the bypass tube was located on the carrier tube assembly beneath the deployment sleeve and near the device cap. The carrier tube assembly was in the full rear lock position with the color bands fully visible. The anchor and expanded collagen were exposed at the tip of the carrier tube assembly. No other anomalies were noted in either the carrier tube assembly or hemostatic sheath. Microscopic visualization revealed deformation along the edges of the locking mechanism of the hemostatic cap. No other anomalies were noted on the hemostatic cap. Functional testing of the device could not be performed as the bypass tube could not be positioned over the carrier tube assembly tip due to collagen expansion. Visualization revealed the bypass tube was dislodged from covering the anchor and collagen at the distal tip of the carrier tube assembly. The deployment sleeve being in the full rear lock position along with the damage to the hemostatic hub indicates the two pieces had once been mated and were separated. The expanded collagen inhibited functional testing; further definitive conclusions as to the event cause cannot be made. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.